Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst in the balloon material, starting 11 mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery (ata). A 3fr non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres after a duration of 5 seconds. The device was removed and the procedure was completed with a 2.5mm-150mm coyote&#11168;no patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery (ata). A 3fr non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres after a duration of 5 seconds. The device was removed and the procedure was completed with a 2.5mm-150mm coyote. No patient complications were reported and the patient's status was good.